Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their sensor was missing the cannula. The patient's blood glucose was unknown at the time of the call. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent a new sensor.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor cannula was bent and retracted inside of the sensor base; no broken or missing parts were observed during our analysis; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.